Manufacturer narrative:
The device was returned with the cannula deployed and the needle failed to retract. An enhancement was implemented to the vision system to catch the presence and orientation of the cannula in the slide retract. After investigation of the needle mechanism, no issues were found that would result in a failure to deploy the cannula.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation. The pod was worn for more than 48 before the issue was discovered.